Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2000.

Event description:
It was reported that the patient presented to the emergency room with chest pain. The right ventricular (rv) lead integrity alert (lia) had tripped due to high rate non-sustained episodes and a high sensing integrity counter (sic). T-wave oversensing (twos) was also noted. Follow up with the company representative indicated the lead was reprogrammed to raise sensitivity. The lead remains in use. No further patient complications have been reported as a result of this event.